Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2004; d314trg crt-d implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to an unknown reason. No patient complications have been reported as a result of this event.